Event description:
"It was reported that the peg drill did not fit with the other components."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as MFR # 2249697-2010-01008.